Event description:
Per the clinic, the patient experienced painful shocking sensation with stimulation from the implanted device since november 2025 (specific date not reported). Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2026 and the patient was reimplanted with a new device during the same surgery.